Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc failed. Patient involvement is unknown due to not being provided by the customer. There is no indication of harm to the patient or user.